Manufacturer narrative:
(B)(4).

Event description:
It was reported that the impedances did not resolve post operatively. It cause of the issue was not determined; the patient¿s outcome was unknown.

Event description:
It was reported that the patient experienced high impedances. It was further reported that measurements revealed "greater than 4000 ohms on unipolar pairs." Impedance values were recorded as follows: "c4 = 5330 ohms, c5 = 4557 ohms, c6 = 4413 ohms, and c7 = 5101 ohms." These values were reported to have been the "same intra-operatively and post-operatively, also after being reconnected a few times." It was additionally reported that the bipolar pairs were "more in the normal range" and they returned values ranging from "1889 ohms - 3009 ohms." It was noted that the bipolar pair "4<(>&<)>7 were more elevated with 3892 ohms." It was also noted that the patient had a measurement of 1873 ohms with their previous device. It was stated that "the left channel results were normal." The patient's therapeutic state was unknown at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID: 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID: 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID: 64002 lot# (B)(4), product type adapter product ID: 3387s-40 lot# v241399, implanted: 2009 (B)(6), product type lead product ID: 3387s-40 lot# v241399, implanted: 2009 (B)(6), product type lead. (B)(4).